Event description:
The complainant reported that a cp pump was placed. During support, "placement signal unreliable" alarms were triggered. The alarm was disabled, and support continued uninterrupted. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned. The data logs show the pump is first connected within specification. The signal completely improves once the pump is turned off towards the end and then turned back on. Due to lack of product returned, the true root cause of the optical signal issue cannot be determined.